Manufacturer narrative:
One pump was returned for evaluation. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The event history log was reviewed and multiple cassette unlatched and removal messages were noted. The reported issue was able to be duplicated, confirming customer's complaint. The cause was determined to be the latch/lock sensor, which was then replaced. This investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.

Event description:
Information was received that a smiths medical cadd solis vip was alarming cassette not attached. No patient injury resulted.